Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a cracked mount; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with malfunction of "cracked mount" was confirmed during product evaluation. The cause of the reported condition was determined to be a broken pole clamp. The pole clamp assembly was replaced to fix the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.